Event description:
It was reported that during the procedure, the gomco appeared to not hold tightly and came undone. The foreskin was peeled down the shaft below the head, especially on the underside of the penis. A urology consult was made and the patient was discharged without an extension in the hospital stay.

Manufacturer narrative:
Clamp has not yet been returned to us for evaluation. Allied has been marking all parts of the gomco clamps with the name gomco or a g since 1989. The hospital indicated that the bell which was used had no marking on it. The FDA, ecri, and allied have all sent out notices stating do not mix parts from different clamp manufacturers because they may not work together. Manual states "prior to each use, always insure that plate and bell (stud) are the same size." A sizing chart is provided in the manual. Manual states "use only component parts manufactured by "gomco" when assembling this device." Manual states "prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved." Manual states "important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique." Manual also states "this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as describe." Manual states "check .085 min distance between arm and base plate before tightening nut to insure optimum clamping." Since we have not seen the clamp in question, we are not sure if it is a gomco clamp or a counterfeit clamp made by a different manufacturer.